Event description:
The facility's biomedical engineering department reported an incident where "too much isnulin infused to the pt" in the radiology department. Reportedly "the pt was loaded with the insulin." The pump was infusing a bag of insulin, concentration of 100 units in 100ml, at a rate of 1ml/hr-1.7ml/hr in a primary infusion. At noon, approximately 80ml of insulin was noted to be in the bag and about two and a half hours later, the clinician noticed only 10 ml of insulin was left in the bag. The risk manager reported approx 70 ml of insulin overinfused. Medical doctor was notified and the infusion was stopped. There was no change in the pt's neurological status reported. The pt's blood sugar was checked and the level was reported to be "72." The risk manager stated that one ampule of 50% dextrose was administered to the pt and no adverse outcome resulted. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, the device's serial number, or set up of the infusion device.